Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by functional testing. The latch lock flex strip sensor was not responding when locked. The cause was the latch lock flex strip sensor. Replaced the latch lock flex strip sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette locked. There was no patient involvement and no patient harm/ no adverse event reported. The product fault occurred before infusion.